Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. Additional information was received from the reporting stating that there was no allegation of deficiency. The device functioned as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received from the reporting stating that there was no allegation of deficiency. The device functioned as intended.

Manufacturer narrative:
510k: this report is for an unknown aiming arm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, an unknown aiming arm failed to match up correctly with the corresponding locking holes of multiloc humeral nail during insertion. But prior to implant insertion, an aiming arm was checked for alignment and was appeared satisfactory. However, once positioned in the humerus, there was a sufficient 'play' in the construct to prevent the distal locking holes of the nail to line up correctly with an aiming arm. Upon removal of the instruments, it was noted that there was a missing locking tooth for the joint between an insertion handle and an aiming arm. The surgery was completed successfully with a prolonged surgical delay. It is unknown if how was the surgery completed. Patient and procedure outcome were unknown. This report is for one (1) unknown aiming arm. This is report 2 of 3 for complaint (B)(4).